Event description:
Reporter indicated that a vns patient had experienced an increase in seizures, with "multiple seizures" in the previous four months. The number of seizures relative to pre-vns baseline is unknown. It was reported that the generator had reached end-of-service and that "interrogation indicates low battery." Surgery is likely.